Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6)2022, the part that goes into the body broke off and it looked like it broke off at the quick release during the night while the patient was sleeping. Therefore, the patient's blood glucose level was in 200s mg/dl at the time of the event. The site location was left side of patient's abdomen and the pump was clipped on the same side in relation to the site. The infusion had been used since 09:38 pm, 27-oct-2021 and the expiration date of the infusion set is 01-dec-2024. Reportedly, the infusions were stored in the dresser drawer in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Moreover, the complaint investigation was performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector (due to it was not properly assembled to the connector). No further information available.